Manufacturer narrative:
Motor error alarm during rewind due to corroded motor home switch. Unable to performed prime and excessive no delivery alarm test due to motor error alarm anomaly. Minor scratched lcd window, cracked display window corners, battery tube threads cracked, cracked reservoir tube lip. Unit received with currents in spec. No unexpected low battery life or alarms anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed motor error alarm. Customer's blood glucose was 185 mg/dl. Device had also alarmed another alarm but customer did not recall. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.